Event description:
The patient had a 3.50 x 33mm cypher select plus and a 3.00 x 13mm cypher select plus stent implanted in the mid right coronary artery along with a 3.00 x 28mm cypher select stent implanted in the proximal circumflex. The main indication for the intervention was due to acute myocardial infarction. Post-procedure, it was indicated that the patient had a lateral non q-wave mi.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of three products associated with this event. Please refer to MFR report # 9616099-2007-02319 and 9616099-2007-0230. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.